Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with mild blurred vision in both eyes and irritation in the right eye. A flap lift and stretch was performed. The patient did not experienced loss of best corrected visual acuity (bcva). The patient¿s chief complaints were of halos, glares, and shadows. The patient commented on having mild night glare. The patient reported the symptoms are not interfering with daily activities. The patient¿s symptoms were resolved on (B)(6) 2018. Bcva from (B)(6) 2018: right eye pre-op 20/20 -7.25 x .00 x 90, left eye pre-op 20/20 -7.25 x .00 x 90. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x -.50 x 160, left eye post-op 20/20 .25 x -.75 x 165.